Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. It was further reported that the source of the leaks was at the middle pressure seal port. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 25, 2018 and may 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.